Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge was fluctuating and while charging the battery a power source alert occurred. Low power alerts and shutdown alarm were received prior to pump shutdown. Customer changed the wall adapter and pump battery was charged. Customer reloaded cartridge and insulin delivery was resumed. Customer's blood glucose (bg) was 88 mg/dl. Customer also reported that after pump was unclipped from an undergarment, pump showed that it was "trying to delivering a 69 unit bolus". Customer reported not to have manually entered the bolus. Tandem technical support verified in pump history that the bolus had been entered, but not delivered. Customer declined to upload pump data for further review. Customer's bg was approximately 140-150 mg/dl.